Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump had a pump error alarm. The customer¿s blood glucose level was 500 mg/dl and customer plans to treated it with bolusing with insulin pump. Customer was unconscious for almost 24 hours and was unable to respond to his insulin pump. Customer was very sick with some type of flu bug and was laying in bed. Customer stated that the insulin pump was no longer displayed data on screen. Display returned after insulin pump restart. The insulin pump will not be returned for analysis.